Event description:
It was reported that during the 6-week post-implant device follow-up, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. No intervention has been performed at this time. No adverse patient effects were reported. The sales representative obtained the model/serial information for the implanted leads when the patient was seen for troubleshooting. The right atrial (ra) exhibited increased pacing threshold measurements and a decrease in p-wave amplitudes. X-rays showed the ra lead was dislodged. It was noted that a small jump in pacing impedance was provoked on the rv lead with patient maneuvers, but no large changes and no artifacts were created. At this time, a revision procedure was planned to reposition the ra lead, and the rv lead might be replaced depending on what is found when the pocket is reopened. Available information indicates no invasive intervention has yet been performed. It was later reported that the ra lead was repositioned, the rv lead was explanted and replaced, and the device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device and associated leads remain implanted and in service. This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the out-of-range pacing impedance measurements that were observed while the lead was implanted.

Manufacturer narrative:
Available information indicates the device and associated leads remain implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that during the 6-week post-implant device follow-up, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. No intervention has been performed at this time. No adverse patient effects were reported. The sales representative obtained the model/serial information for the implanted leads when the patient was seen for troubleshooting. The right atrial (ra) exhibited increased pacing threshold measurements and a decrease in p-wave amplitudes. X-rays showed the ra lead was dislodged. It was noted that a small jump in pacing impedance was provoked on the rv lead with patient maneuvers, but no large changes and no artifacts were created. At this time, a revision procedure was planned to reposition the ra lead, and the rv lead might be replaced depending on what is found when the pocket is reopened. Available information indicates no invasive intervention has yet been performed.